Manufacturer narrative:
(B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by sales rep via complaint submission tool that pre-operatively to a bankart repair, a drill bit panalok rc 3.2mm x 25mm ea was bent. No surgical delay or patient consequence reported. Additional information provided by the affiliate reported the lot number of the device is unknown because it was discarded. It was also reported the case was completed with a back-up device.